Event description:
The patient presented in clinic following receiving phrenic nerve stimulation. X-ray imaging was performed and confirmed dislodgement of the left ventricular (lv) lead. The lv lead was temporarily deactivated. The lv lead was ultimately explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported events were dislodgement and extra cardiac stimulation. As received, a complete lead was returned for analysis. The s-curve hump height was measured, and it was within product specification. The reported event of extra cardiac stimulation was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspection of the lead did not find any anomalies.